Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: a complaint was received about a broken ceramic of a bipolar forceps. It can not be excluded that any parts remained in the patient. The product was not available for investigation. A review of the device quality and manufacturing history records was not possible because the lot number is unknown. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Based on the quality standards a material or manufacture cause error was excluded. Most likely the ceramic breakages are caused by a mechanical overload situation or a drop. According to IFU, this kind of instrument is designed for delicate use only. A CAPA is not necessary.

Event description:
(B)(6). The customer found the breakage of ceramic during tlh procedure.